Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3699824 showed that the devices were conformed to in process and finished goods specifications when released to stock the 10 june 2013. Expiration date: 2016-04 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a rotator cuff repair that two of his healix advance knotless br anchors broke. The 1st anchor broke when being threaded into the bone, the surgeon put a little pressure down and was pulling the suture through the anchor when the tip broke off. The surgeon completed removed the 1st anchor and proceeded to insert the 2nd anchor in the same bone hole when it cracked in half about 2/3 of the way up the anchor. The surgeon completed removed the 2nd anchor and inserted a 3rd first generation healix knotless anchor with no problem. The surgeon used the 4.5 purple healix awl and 4 tails of orthocord. The surgeon completed the case with no patient consequences but a 15 minute delay. The customer already discarded the devices. The sales rep had limited patient information. The patient was a male of unknown age. The bone quality was excellent. The sales rep did not know of any preexisting medical conditions or medications. The sales rep confirmed this was not a revision procedure.